Event description:
It was reported that the bur guard was cracked. There was no pt involvement reported, and no adverse consequences were reported as a result of this event.

Manufacturer narrative:
The bur guard has not yet been received at the manufacturer for testing. An eval will be conducted upon receipt of the product, and a f/u report will be submitted if the results of the quality investigation require one.